Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12mar2021.

Event description:
The customer reported a disconnect alarm and no pressure. There was no patient involvement.

Manufacturer narrative:
H10: a field service engineer (fse) was dispatched to customer site and he was unable to confirm the alleged device malfunction. The fse performed a complete performance verification procedure as outlined in chapter 9 of the v60 service manual. All tests passed. System fully met specification and returned to use. H11: g1: updated with corrected manufacturer contact information.